Manufacturer narrative:
Per tandem¿s t:slim x2 user guide, ¿the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin¿. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a minimum fill notification after filling the cartridge with over 300 units of insulin. Recommendation was made by tandem technical support to fill the cartridge per pump instructions. The customer's blood glucose level was 205 (mg/dl). Reportedly, the customer loaded a new cartridge onto the pump to successfully.